Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp saw an impedance issue during testing on (B)(6) 2019. Impedance on pair 0-3 was less than 50 ohms. Other pairs were within normal range between 559 ohms and 864 ohms. It was noted that the hcp was no longer with the patient at the time of the call to the manufacturer's technical services. The patient was programmed on 0 and 3, but the hcp changed the programming to avoid using the short circuit. It was noted that the patient had 14 months left in the implant life. There was no traumatic event that would have caused the short. No symptoms were reported. It was noted that the patient's impedance was fine when it was tested in (B)(6) 2018. Additional information was received from a manufacturer representative. It was reported that the patient's ins was implanted on either (B)(6) 2017, or in (B)(6) 2015, it was unclear which. The physician's plan regarding any further actions to resolve the issue was unclear. It was noted that this information was confirmed with the physician/account.